Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. The reported problem (won't power on) has been confirmed. The reported problem (shock) was unable to be confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to liquid contamination on the j1002aa connector on the computer/analog board. The contaminated connector caused high voltage to travel to low voltage circuitry, damaging multiple components on the defibrillator pca and computer/analog board, and preventing the monitor from powering on. The root cause for the liquid contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd500 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. The reported shock was unable to be confirmed as there was no ECG or flag data able to be recovered from the damaged monitor. There is no indication at this time that a treatment was delivered as no gels were deployed on the electrode belt. There were no exposed wires or components that would contributed to an alleged shock. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt. It was reported that the patient heard a loud pop and felt a shock, after which the equipment was unable to power on. The patient did not report any injuries or required medical intervention resulting from the alleged shock.